Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The lead dislodged again and was explanted.

Event description:
It was reported that the patient experienced inappropriate shocks for several vt episodes. X-ray showed lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.